Event description:
It was reported that while final tightening two xia serrato polyaxial screws at s2ai, the tulips separated from the shafts. One of the screw shafts was removed entirely and one of the screw shafts remained in the patient¿s bone. The procedure was completed with a surgical delay of three-hours and the construct was completed with the use of iliac bolts. This record represents the screw whose shaft remains implanted in the patient¿s bone.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, a photo was provided showing a disengaged tulip head. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the screw was not returned, a definite root cause cannot be determined. Overangulation can cause the screw tulip to disengage. Additionally, the possibility of hubbing of the screw into bone eliminates the ability of the tulip to maintain polyaxiality which is important to ensure the rod can properly seat in tulip rod slot. Loss of polyaxiality does make it more difficult to seat the rod into the tulip and would hinder good seating of the rod in the tulip. Improper seating of the rod can cause additional force to be applied to the tulip during final tightening, which may lead to disengagement.

Manufacturer narrative:
Screw shaft remains in patient, tulip discarded by hospital

Event description:
It was reported that while final tightening two xia serrato polyaxial screws at s2ai, the tulips separated from the shafts. One of the screw shafts was removed entirely and one of the screw shafts remained in the patient¿s bone. The procedure was completed with a surgical delay of three-hours and the construct was completed with the use of iliac bolts. This record represents the screw whose shaft remains implanted in the patient¿s bone.